Event description:
The customer stated that he was treated in the emergency room for a low blood glucose reading of 24 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.